Event description:
Reporter alleged finding the compact plus device melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.